Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (12/10/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 12/2/2013 and 12/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultralink meter was reading inaccurate readings compared to the same meter. This complaint was classified based on the customer care advocate (cca) documentation as well as from additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The patient reported on (B)(6) 2013 in the morning she obtained a reading of ¿363mg/dl¿ on the lfs meter and she administered humalog insulin via her insulin pump accordingly. The patient reported she normally tests 8-10 times a day and her typical readings are between ¿80-140mg/dl.¿ the patient reported some time later she developed symptoms of ¿hot, shaky and sweaty¿ which she associated with hypoglycemia, and realized that she had over delivered insulin. The patient reported she retested on the subject meter and obtained a reading of ¿169mg/dl¿ and tested again and obtained a reading of ¿50mg/dl.¿ the patient reported she had something sugary to eat in response to the low reading. The patient reported she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported she did not go to the hospital or seek medical treatment. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. The patient¿s test strip vial was in good condition as well. However a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the meter reading inaccurately high, she overcorrected with insulin, causing symptoms that are suggestive of hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
Follow-up # 2 ¿ (12/16/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 12/10/2013 and 12/11/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.